Event description:
Reporter alleged the blood glucose monitoring device read 428 mg/dl at 6:30 am and took 2 units of insulin and ate 2 slices of a tangerine before going for a walk. Reporter stated an hour later thinking something was wrong because had "lines across my eyes" and when tested device read 66 mg/dl. It was reported the insulin taken before the alleged incident was not the normal dosage due to not believing the original reading was the correct one. It was stated controls were used and level one was within the acceptable range while level two was out of range. A request was made for the return of the suspect device and replacement product was sent.